Manufacturer narrative:
No unexpected button error alarms/alerts noted. No button response on the act button due to corroded keypad traces noted. Unable to perform displacement test due to unresponsive keypad. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a black circle on the display. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 188 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.